Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a broken screen that needs to be replaced. No patient or user harm was reported.

Event description:
The customer reported a broken screen that needs to be replaced. No patient or user harm was reported.

Manufacturer narrative:
Date received by manufacturer: 03oct2019. Date of report: 03oct2019. The ventilator could not be repaired since it is no longer covered by contract; therefore, no service was rendered. No parts were replaced so no parts are expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 07oct2019. Date of report: 08oct2019. Additional information has been received that the touchscreen failure was identified during pre-use inspection. Therefore, there was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a broken screen that needs to be replaced. There was no patient involvement.